Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient experienced ineffective therapy due high impedance. Surgical intervention was undertaken wherein the lead was explanted and replaced to address the issue. During the procedure, it was observed that the lead was fractured. Effective therapy was restored.